Manufacturer narrative:
Reference record: (B)(4). Catalog number 062945-001 is the international list number which meets the requirements of the similar product listed in which is the us list number. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. A gastric ulcer is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that the patient was hospitalized from (B)(6) 2018 due to the blood in the peg, which was due to a stomach ulcer next to the peg tube bumper. The patient was treated with amoxicillin and a gastroscopy was planned for next year.